Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead recorded an alert for high out of range pacing impedances via the remote monitoring system. The patient is not pacemaker dependant and the physician has elected to continue monitoring the system. This rv lead remains in service. No adverse patient effects were reported.